Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Customer¿s blood glucose level was not impacted. Multiple attempts were made by tandem technical support to follow up with the customer to ensure back up therapy was obtained; however no response from the customer was received.